Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant products: 694758 lead, implanted: (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was returned to the manufacturer and subsequently tested out of specification during analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.